Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the black box showed a call service 087 failure. During testing, a call service 069 alarm occurred during the rewind step. The call service 069 failure was found to be a language file corruption while retrieving the language text. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Correction to serial #.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 87-4a320001 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.